Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the patient returned to doctor room to have the valve checked. The doctor reported the valve was set to level 1.5 at the time of surgery, but xray showed the valve was set to level 1. The doctor used the MRI resistance adjustment tool in error to check and adjust valve to 2.0 in the room. The patient was sent for confirmation xray, which showed the valve had adjusted to level 1 again. The doctor brought the patient back to theatre where the valve was explanted and replaced with another manufacturer's valve. The doctor left a message after the procedure advising they had removed a MRI resistance valve which was "moving all over the place. After speaking to the doctor, they confirmed by "moving all over the place" they were referring to the valve changing settings without the use of an adjustment tool. After viewing the explanted valve at the hospital it became evident the valve was actually an adjustable valve, not a MRI resistance valve. The doctor was asked if they used the adjustment tool in the small box or large box to adjust the valve, towhich they responded they used the large adjustment tool as they believed this was a MRI resistant valve. It was noted that the patient was alive with injury as a surgery was required to remove and replace the valve.